Manufacturer narrative:
No conculsuions can be made since the product was not returned. Follow up 1: 07/08/19 (fiber arrived for evaluation 10 months after original complaint notification). Analysis of the fiber revealed the fiber was broken at some point after distribution in two pieces (the distal tip was not returned). The rfid scan verified that this fiber was power tested as required and met established dornier power output specifications during production on 04/12/17. The fiber rfid scan also indicated the fiber had accumulated significant usage with a total 2670 joules applied. The break that was observed in the fiber that was returned was likely the result of user mishandling as there was no evidence of charring at the break point in the fiber which indicates that the fiber was broken when no laser energy was being transmitted through the fiber. The successful testing of the fiber after distal tip reprocessing, the presence of a pilot beam with successful laser transmission, and the successful testing without breaks while under the minimum bend radius of 7mm indicates that the fiber was fully capable of functioning as intended. The length measurement of the fiber places the break point an area near where the fiber would enter a scope. It is likely that the user inadvertently bent, pushed or pulled the fiber at the scope entry point where the fiber minimum bend radius was exceeded resulting in this break. It is unknown why the customer provided an incorrect part and lot number relative to this complaint. It is likely that the fiber break were caused by the end user mishandling the fiber.

Event description:
"Olympus was informed that during a therapeutic laser lithotripsy procedure, that the device broke. No patient injury was reported and the intended procedure was completed. The same device was not used to complete procedure.".

Event description:
"Olympus was informed that during a therapeutic laser lithotripsy procedure, that the device broke. No patient injury was reported and the intended procedure was completed. The same device was not used to complete procedure."

Manufacturer narrative:
No conclusions can be made since the product was not returned. Follow up 1: 07/08/2019 (fiber arrived for evaluation 10 months after original complaint notification). Analysis of the fiber revealed the fiber was broken at some point after distribution in two pieces (the distal tip was not returned). The rfid scan verified that this fiber was power tested as required and met established dornier power output specifications during production on 04/12/2017. The fiber rfid scan also indicated the fiber had accumulated significant usage with a total 2670 joules applied. The break that was observed in the fiber that was returned was likely the result of user mishandling as there was no evidence of charring at the break point in the fiber which indicates that the fiber was broken when no laser energy was being transmitted through the fiber. The successful testing of the fiber after distal tip reprocessing, the presence of a pilot beam with successful laser transmission, and the successful testing without breaks while under the minimum bend radius of 7mm indicates that the fiber was fully capable of functioning as intended. The length measurement of the fiber places the break point an area near where the fiber would enter a scope. It is likely that the user inadvertently bent, pushed or pulled the fiber at the scope entry point where the fiber minimum bend radius was exceeded resulting in this break. It is unknown why the customer provided an incorrect part and lot number relative to this complaint. It is likely that the fiber break were caused by the end user mishandling the fiber. Follow up 2: 07/19/2019. Date of last use and test description corrected in section b6.

Manufacturer narrative:
No conclusions can be made since the product was not returned.

Event description:
"Olympus was informed that during a therapeutic laser lithotripsy procedure, that the device broke. No patient injury was reported and the intended procedure was completed. The same device was not used to complete procedure."